Manufacturer narrative:
A temporal relationship exists between pd therapy with the select liberty cycler/liberty cycler set and the patient¿s peritonitis event. There have been no reported allegations of a select liberty cycler/liberty cycler set malfunction that may have caused or contributed to the pt¿s peritonitis infection and there is no objective evidence contained in the file to support a causal relationship. Based on the available information, the etiology of the peritonitis cannot be determined. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
On (B)(6) 2018, this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) on renal replacement therapy (rrt) made a service call reporting experiencing slow drains during ccpd treatment. At the time of the call, it was reported the pt. Was previously seen by a physician (date unknown) and was prescribed a medication (unknown drug) to help with the pt¿s ongoing slow drains that had been occurring for the prior few days. Subsequently, on (B)(6) 2018 the pt. Was seen in the outpatient pd clinic for a scheduled appointment. During the clinic visit a pd culture was obtained (unknown results) and the pt. Was initiated on antibiotic therapy (unknown drug(s), dose, frequency and duration) for suspected peritonitis. The pt¿s pd nurse stated (during a follow up call on (B)(6) 2018) the pt¿s suspected peritonitis (unknown etiology) may have been contributing to the pt¿s slow drains during ccpd treatment. The cause of the peritonitis is unknown. The pt. Was not hospitalized for the event and reportedly has been able to continue pd therapy without any missed treatments. Additionally, there were no further reported device malfunctions. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."